Manufacturer narrative:
(B)(6). Therapy date: (B)(6) 2014. Report source, literature - luigi tarallo, raffaele mugnai, roberto adani & fabio catani (2014) malunited extra-articular distal radius fractures: corrective osteotomies using volar locking plate. J orthopaed traumatol (2014) 15:285-290. Https://rd.springer.com/content/pdf/10.1007%2fs10195-014-0307-x.pdf reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. -

Event description:
It was reported there were two cases of transient median neuroapraxia that resolved before the 6-week follow-up appointment. Patients had previously undergone corrective osteotomy using a volar locking plate.